Event description:
It was reported that the button /switch # 4 was not working to take picture. The issue found at preparation for use. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found glue missing on the forceps cover, probe and light guide screws were loose , surface damage on the pink probe, peeling glue on the periphery .

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found glue missing on forceps cover, lg (light guide) lens screw and probe is loose; non sharp scratch near the ob lens on the c-body and surface damage on the pink probe, peeling glue on the periphery (reportable malfunctions furthermore, the switch/camera was inspected and tested and found all switches are non functional . The customer reported issue of "button /switch # not working " was confirmed. Additionally, the following findings during inspection were noted below: leak between the probe and the c-body was observed. Guide pipe joint is loose; s-cover opened , ob lens and light guide lens has peeling on cement. Light guide prong cover is loose. The angulation is out of standard. Play on control knob observed. Peeling on a-rubber was noted. Evaluation findings confirmed the customer reported issue as all device switches were inspected, tested and found to be all non functional. The failures found likely attributed to use, handling issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 25-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.